Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The op channel is buckled. This problem was found at a demo scope during the (routine) incoming inspection in pentax (B)(4). No user / patient affected. This event occurred at the time of during inspection.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary the device has been repaired and the op channel has been replaced.